Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using sp system, user informed the technical support engineer (tse) that the system had completed power-on self-test and initially indicated it was ready, but then faulted shortly afterward with a 307 error and a black camera arm display with no camera icon. The user attempted a power off and an emergency power off of the system controller, but the issue persisted on the next startup. The user aborted the procedure with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side manipulator (psm) to resolve the issue. The system was verified and ready to use. Isi has received the psm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.